Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the patient had an erosion of the device. The patient was admitted to the hospital and blood tests showed no signs of infection. The device was explanted and replaced and the patient was stable.